Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, and extrusion. It was reported that patient underwent removal of eroded mesh on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent repeat excision of mesh on (B)(6) 2014.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, nocturia, dyspareunia, interstitial cystitis, levator spasm, dysuria, urgency, hesistancy, and recurrent urinary tract infection.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.